Manufacturer narrative:
Based on the nature of the complaint, rapid absorption of the device is currently captured appropriately within dsm's risk analysis for the xcm biologic tissue matrix. A product/process review was deemed an appropriate technique for reviewing all process and batch data to ensure compliance with the product requirements. The batch records for the lot were reviewed, and no discrepancies were observed that would have negatively impacted the performance of the device. Existing controls and mitigations in place were reviewed in (B)(4). Upon review of the risk assessment and current controls in place, it was determined that the controls referenced in the risk analysis remain acceptable and applicable at this time. No assignable root cause can be determined at this time.

Event description:
Patient is a (B)(6) year-old female with a bmi of 32. On the (B)(6), xcm biologic mesh was inserted after a bowel resection for peritonitis secondary to a small bowel tear during a massive ventral hernia repair with progressive pneumoperitoneum. Patient had several vacuum assisted closures (vac) performed. During the vac on (B)(6), it was noted that the xcm mesh had weakened. During the vac on the (B)(6), it was noted that the right side of the mesh had liquified. During the vac on the (B)(6), it was noted that the xcm biologic mesh had completely disappeared. Bridging of the wound occurred. The device was inserted into an area suspected of being infected but the patient did not have a fever, nor were any bacterial cultures obtained. The patient was left with an open abdomen with enteroathmospheric fistulas.